Event description:
It was reported that multiple cartridges were leaking from the cartridge tubing. Customer's blood glucose (bg) displayed "high" on the continuous glucose monitor. Elevated bg was addressed with a bolus via the pump. Customer reported filling cartridge with insulin after loading it onto the pump. Customer was instructed to fill cartridges with insulin prior to loading them on the pump per the user guide. Customer loaded a new cartridge and successfully resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.